Manufacturer narrative:
Section a6: unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient's operative eye due to non-adapting to the trifocal. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, model dib00 16.5 diopter was implanted as a replacement. The patient¿s status following the procedure was reported as unknown. Through follow up, it was learned that the patient was not able to adapt as the patient had fluctuations in vision and the quality of vision was unsatisfactory. The patient's vision was blurry at all distances despite having no refractive error. It was confirmed there was no patient injury. There was no medical or surgical intervention outside of the standard care. The patient is doing fine post-operatively with the replacement lens. The lens is not available for return as it was not saved once it was explanted. No other information was provided.